Event description:
Patient was using the theratherm electric moist heating pad, and claims that unit started a fire. Patient did not report any injury.

Manufacturer narrative:
Unit was received wet in a bag. End opposite the power cord and insulation was burned. Temperature controller was tested and functioned. Further evaluation of the device was not possible, due to exposure of the device to large volumes of water. Cause of the event is unknown, but there is evidence of burning, so MDR malfunction is submitted.